Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that the device did not alarm when a pediatric patient desaturated on (B)(6) 2017 between 3 to 6 pm. No patient harm was reported as a result of the desaturation.